Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colpotomy, the blade broke off and was retrieved. The procedure was completed by using an alternative instrument. No patient consequence.